Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02519 pertains to the first resolution 360 clip device and manufacturer report # (B)(4) pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on (B)(6) 2017. According to the complainant, when the clips were fired, both clips ¿opened up like a butterfly¿. There were no patient complications reported as a result of this event. The patient¿s condition was reported as "no harm" at the conclusion of the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on august 18, 2017. Both resolution 360 clip devices were used in the stomach during a gastroscopy procedure. The procedure was completed with a different device. Additional information received on august 22, 2017. It was reported that the clip arms were hyperextended and when the clip was attempted to be deployed, the clip stayed attached in a hyperextended position. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02519 pertains to the first resolution 360 clip device and this report pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on (B)(6) 2017. According to the complainant, when the clips were fired, both clips ¿opened up like a butterfly¿. There were no patient complications reported as a result of this event. The patient¿s condition was reported as "no harm" at the conclusion of the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.